Event description:
The micro sagittal saw was sent for eval because it was running on its own during procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.

Manufacturer narrative:
Corrosion of the sockets on the motor was identified as the probable cause of the device running on its own without activation.